Manufacturer narrative:
The patient returned the strips for investigation. The returned test strips were tested with comparable retention test strips on internal reference meters. Additional measurements were performed with masterlot #28632180 (recalibrated lot to rtf/09) . Testing results: qc 1: 2.3 inr, qc 2: 2.5 inr, qc 3: 2.4 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 4.2%.

Manufacturer narrative:
The occupation is lay user/patient.

Event description:
The patient stated that she received an erroneous result when testing with coaguchek xs meter serial number (B)(4). The patient is concerned that high results from the meter are inaccurate. The patient's husband stated that the meter had several errors prior to (B)(6) 2018. On(B)(6) 2018, the patient had a meter result of 6.7 inr. The patient's coumadin medication was skipped for 2 days. On (B)(6) 2018, the patient had a meter result of 3.1 inr. At 11 a.m. On (B)(6) 2018, the patient had a result of 5.1 inr when tested in the laboratory using an unknown method. No treatment was received based on this value, although the patient was advised to withhold coumadin medication for one day based on this value. At 7:41 p.m. On the same day, the patient had a meter result of 8.0 inr. The patient was not bleeding or bruising. On (B)(6) 2018 at 9:30 a.m., a sample from the patient was tested in the laboratory using an unknown method, resulting as 3.7 inr. The patient was advised to take half a normal dose of coumadin for one day based on this value. A sample from the patient was tested on the meter at 10:18 a.m. On the same day, resulting as 5.3 inr. No adverse events were alleged to have occurred with the patient. The patient was not treated and the patient's medication was not changed based on the meter result. The patient is currently in stable condition with no symptoms of high inr. The patient's therapeutic range is 3.0 - 3.5 inr. The patient's testing frequency is weekly. The patient's hematocrit is 42.8%. The patient does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient has not had any changes in medication, illness, or diet. The patient does not have a special or unusual diet. The meter was cleaned about 1 month prior to (B)(6) 2018. The patient's product was requested for investigation and replacement product was sent to the patient. Retention test strips (lot 272165) were tested in comparison to the master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.